Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a right ventricular (rv) lead alert for high thresholds. Follow up with the patients following physician indicated that no intervention has been done and the thresholds are now normal. The rv lead remains in use. No patient complications have been reported as a result of this event.